Event description:
Civil complaint states as a result of use of product, patient was diagnosed with a fungal eye infection caused by fusarium which resulted in blindness. Plaintiff has been hospitalized with this fungal eye infection since late 2006. Plaintiff's injuries and damages are permanent and will continue into the future. Plaintiff suffered a fungal eye infection and diminished vision. No medical documentation has been received.

Manufacturer narrative:
Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation was that renu multiplus formula is effective, meets all performance criteria and no causal factor is identified with the reported event.